Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance, which came back down within range, and oversensing noise. It was also reported that the right ventricular (rv) lead exhibited an impedance warning for out of range impedance. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.